Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 70 yr old male patient was implanted with a impella cp for cardiac arrest support. The decision was simultaneously made to place impella cp. Patient was mildly febrile and was started on vancomycin. Peel away removed, repo sheath inserted, slack removed, and sheath secured.

Manufacturer narrative:
The investigation for the reported fever has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the fever could not be determined.